Event description:
It was reported by the affiliate that the (2) ax55g were used during a lower anterior resection procedure. It was reported that the first instrument had no staples inside. The second instrument did not staple. The case was completed with another instrument and with no pt consequence.